Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was unsubstantiated. Review of the device logs showed no evidence of patient use on (B)(6)2020 or any power related errors. The device was put through extensive functionality and stress testing without duplicating any malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.